Event description:
It was reported that during a procedure, the unit shut down. It was further reported that there were no adverse consequences to the pt.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.